Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported clip remaining on the distal end of the sheath was confirmed as a sheath split/thumb advancer issue was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the clip was deployed; however, hemostasis was not achieved as the clip remained on the distal end of the stretched sheath. No resistance was noted advancing the thumb advancer. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a carotid artery stenting procedure. Reportedly, hemostasis was not achieved after clip deployment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.